Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, incomplete fracture, high threshold and pacing failure on the leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.